Event description:
Free-flow on this set during patient use. The colleague cx pump was being used to infuse potassium to the patient. The pump was programmed to deliver at 80 cc/hr for primary infusion and 50 cc/hr for secondary. Nurse stated that the medication from the secondary infusion "ran in unrestricted free-flow". Potassium was known to be infused, but it was unclear by the nursing educator on which rate it was being infused at or if potassium was the primary or secondary medication. Information regarding patient demographics involved was requested, but none was provided. The nursing educator stated that no patient injury or medical intervention was involved when this incident occurred. Samples have been discarded by the customer.

Manufacturer narrative:
Samples have been discarded by the customer. Baxter will continue to investigate any reports it receives and review trending on these events.